Event description:
It was reported that the device did not drain properly. This was the third time this event happened at this facility. After the sample was received t the manufacturing site, the drain was dissected from the connector-drain bonding area for evaluation under 1x magnification and it was found that all channels were obstructed with adhesive.

Manufacturer narrative:
Received I used silicone channel drain with the tubing attached. Visual inspection found some blood residue along the surface. Section test was performed by connecting the clear tubing to a connector and to a 100 cc evacuator. No section was detected; water did not pass through the tube or the four drain channels. The drain was dissected from the connector-drain bonding area for evaluation under 10x magnification and it was found that all channels were obstructed with adhesive. Drain length was found to be out of specification due to the fact that the rest of the drain was not returned. It was confirmed that the reported event is a manufacturing related issue. The lot number is unknown, therefore a device history record could not be reviewed.